Event description:
Reporter alleged having discrepant results of 37 mg/dl back to back with a result of 70 mg/dl when testing was performed 1 minute apart on the advantage system. No actions were taken or treatment was received reportedly as a result. The location of the testing was not provided. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter with comfort curve strip lot and expiration date not provided.

Manufacturer narrative:
The suspect product is the comfort curve test strips.